Manufacturer narrative:
Devices will not be returned. Discarded by the hospital. Additional information has been requested and if received, will be provided on a supplemental report.

Event description:
It was reported, patient had a broken gamma 3 nail. It broke at the junction of the lag screw/nail interface. The 5mm distal interlock screw was broken. Surgeon removed all the hardware from the patient.